Event description:
A cartridge alarm 30 was reported by the caller, which occurred during the load process of the pump. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged to replace the pump, ensuring the customer had the most up-to-date software, and instructed them on how to use the storage mode and return the faulty pump. The customer understood the instructions and agreed to return the pump within 10 days using the provided ups return box. A replacement pump was sent to them, and the customer was advised to use mdi as backup therapy to maintain insulin delivery.